Event description:
[Oral-b brush head] came off in mouth [device breakage] case narrative: consumer via phone stated that the brush head was loose and came off in his mouth. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return. H3 other text : pending investigation.

Event description:
[Oral-b brush head] came off in mouth [device breakage] case narrative: consumer via phone stated that the brush head was loose and came off in his mouth. No injury was reported. Follow-up (B)(6) 2026: the batch/lot no. Of concomitant product was updated. No injury was reported.